Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to the operation but with the patient under anesthesia, the output beam of the side-firing surgical fiber was observed to be firing straight rather than at a 45 degree angle. The fiber was replaced and the procedure completed using a second surgical fiber for 309,071 joules of use and 49 minutes. There was "no injury to patient" reported.